Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. D9 (date device returned to manufacturer) has been added. E4 (reporter also sent report to FDA?) Has been added as this was omitted from the initial mw submitted. G1 (manufacturer contac fax number) has been added as this was omitted from the initial mw submitted. H3 (device evaluated by manufacturer?) Has been updated since the physical product was returned and the pi was completed. Priming problem / device damaged prior to use: there was no defect found on the returned pump. The returned product functioned as intended and purged within specification, which historically indicates a use related issue where insufficient technique was utilized or insufficient time was allowed for purge to reach the pump.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp was involved in a reported event for which no patient age or sex was provided. During preparation of the impella cp, purge fluid was not observed at the outlet of the pump, and the automated impella controller (aic) did not recognize the yellow-to-yellow luer connection. In response, the customer used a new impella cp box. The reported event was experienced as hemodynamic instability and required device revision or replacement. No additional patient, procedural, or outcome information was provided. After a comprehensive review of the available information, there was insufficient information to establish a causal relationship between the impella cp and the reported event.